Manufacturer narrative:
Due to character limit in the e1 section the full evnet site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, assistance with patient`s arterial line quality.userreported that the patient had been transferred in from an osh and the arterial line was unreliable with inaccurate numbers. Screenshot of iabp monitor also showed fine ECG artifact. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.